Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage to it, which prevented the reservoir from locking into place. The blood glucose reading was 220 mg/dl. The customer stated that there was a chunk that came of the top of the reservoir compartment. She also noted that the ring was broken off in the same area. She stated that she did not know how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, minor scratched lcd window and broken reservoir tube lip.